Event description:
It was reported that a patient underwent a laparoscopic ventral hernia repair procedure in 2011. On (B)(6) 2011, the patient was back in the hospital with a recurrent hernia and adhesions. Laparoscopically, adhesions were taken down, the hernia was reduced, the hernia was closed with suture and the hernia was repaired with a different type of mesh and straps.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.